Manufacturer narrative:
Follow-up received on 12-nov-2015 with the final ptc investigation result (ptc global number: (B)(4)): final assessment: batch number: 806698. Production date: nov-2010. Expiration date: nov-2013. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-nov-2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 451 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram performed 4 months after insertion showed essure devices in a slightly distal position with the contrast passing both of them, more on the right side. She also had pain episodes and cramps (interpreted as abdominal pain). A salpingectomy was performed 6 months after essure insertion. At the time of the report she had very heavy hemorrhage with clots (interpreted as genital bleeding). These events were considered serious due to medical significance and are listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the positive temporal relationship, the nature of this event, and since the pain resolved after salpingectomy, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case, the devices were in a slightly distal position. Given the nature of this event, causality with essure cannot be excluded. In this particular case, from the available information, it was understood that the genital bleeding started after the salpingectomy and had not resolved until the time of the report, approximately 3 years after the salpingectomy. Therefore, given the negative temporal relationship, causality with essure was assessed as unrelated. This case was regarded as incident due to required intervention (salpingectomy). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, lack of efficacy and a quality defect was excluded. A review of similar cases for the reported batch resulted in no unusual pattern identified.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 11-dec-2015 from health professional. Patient's initials were provided. Her date of birth, weight and height were also provided. She was (B)(6) years old. Previous contraception included barrier. Concomitant medication included nevibolol 5 mg oral for hypertension, levetiracetam 1000 mg oral for epilepsy, zonisamide 300 mg oral for epilepsy, clobazam 10 mg oral for anxiety. She was smoker (20 cigarettes per day). Her medical history included 1 normal delivery, 2 spontaneous abortions. On (B)(6) 2011, essure 305, lot number 806698 was inserted without incidents. Her last menstrual period before insertion occurred on (B)(6) 2011. Uterine findings before insertion: none. Ultrasound was performed three months later and showed essure in distal area. Hysterosalpingogram (hsg) was performed and there was contrast through both tubes. Essure could not get through because of intramural pressure. Because of pelvic pain the patient requested bilateral salpingectomy which was performed on (B)(6) 2012 via laparoscopy. During the surgery and histology study the presence of both devices inside the tubes was checked. The anatomical pathology study showed the presence of essure in both tubes. At present the patient is consulting because of dysfunctional metrorrhagias (metrorrhagia hb 13.8) that probably have nothing to do with essure. Reporter stated that anyway it was decided to perform a revision of their essure cases from (B)(6) -2008 to (B)(6) 2012 with the objective to show the results in (B)(6) 2016. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-dec-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram performed 4 months after insertion showed essure devices in a slightly distal position with the contrast passing both of them, more on the right side. She also had pain episodes and cramps/pelvic pain. A salpingectomy was performed 6 months after essure insertion. At the time of the report she had very heavy hemorrhage with clots (interpreted as genital bleeding). These events were considered serious due to medical significance and are listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, the nature of this event, and since the pain resolved after salpingectomy, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case, the devices were in a slightly distal position. Given the nature of this event, causality with essure cannot be excluded. In this particular case, from the available information, it was understood that the genital bleeding started after the salpingectomy and had not resolved until the time of the report, approximately 3 years after the salpingectomy. Therefore, given the negative temporal relationship, causality with essure was assessed as unrelated. This case was regarded as incident due to required intervention (salpingectomy). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, lack of efficacy and a quality defect was excluded. A review of similar cases for the reported batch resulted in no unusual pattern identified.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(4) in (B)(6) on (B)(6) 2015 which refers to an adult (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 (lot number 806698). At the time of the report consumer was (B)(6). Her only child was born in 2000 and then she had two miscarriages, the second in 2006. Then she tried to become pregnant, without success, for 4 years, until 2010. That year she had several epileptic seizures and was diagnosed with partial epilepsy in the left temporal lobe. So she decided to get the essure, as they had unsuccessfully tried to insert an iud, and the pill was not advisable due to her condition. The devices were implanted without incident in (B)(6) 2011, the right ostium with 0 rings and the left ostium with 1 ring. It was performed in the gynaecology department of a hospital. In (B)(6) 2012 she had an appointment for the follow-up and they suspected displacement and ordered an hysterosalpingogram. In (B)(6) 2012 they performed the hsg and found the essure devices in a slightly distal position with the contrast passing both of them, more on the right side. While all this and her various appointments were happening, she was complaining about her pain and asking whether it was normal. Consumer then went several times to the hospital to decide what to do, because the essure was not functioning and was useless as a method. She continued to have pain and cramps, and they suggested that she used other methods or her husband should get surgery. She had to have this and it has been no use for anything. Finally, one doctor said that if she was in pain, they could remove her tubes. She did not care, as long as the pain went away. She underwent a laparoscopic bilateral salpingectomy in (b)(46) 2012 and the pain came to an end. She has no pain now, but she has no fallopian tubes either. She has very heavy bleeding with clots. Consumer mentioned that she trusted this method to improve her quality of life with epilepsy and actually it became much worse. Consumer related all the reported events to essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram performed 4 months after insertion showed essure devices in a slightly distal position with the contrast passing both of them, more on the right side. She also had pain episodes and cramps (interpreted as abdominal pain). A salpingectomy was performed 6 months after essure insertion. At the time of the report she had very heavy hemorrhage with clots (interpreted as genital bleeding). These events were considered serious due to medical significance and are listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case, the devices were in a slightly distal position. Given the nature of this event, causality with essure cannot be excluded. In this particular case, from the available information, it was understood that the genital bleeding started after the salpingectomy and had not resolved until the time of the report, approximately 3 years after the salpingectomy. Therefore, given the negative temporal relationship, causality with essure was assessed as unrelated. This case was regarded as incident due to required intervention (salpingectomy). A product technical analysis is expected.